Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image had flickered and had been distorted, the insertion tube at the distal end had malfunctioned, error e104 had occurred, the light guide lens had been chipped, the handle and rotating ring had become corroded and yellowed, the light guide bundle of the insertion tube had fractured, and the distal end cover glass had failed. Based on the results of the investigation, it is likely the following led to the malfunction for flickering image is caused by failure of universal cord and for occasional error e104 caused by the failure of defogging function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that rigid video scope had abnormal image when the cable was shaken, occasional and defogging function error during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.